Event description:
The customer reported via phone call that they experienced high blood glucose while troubleshooting for a battery out limit alarm. Customer's blood glucose was 439 mg/dl. The customer stated they had heart burn from their high blood glucose. The customer has treated for their blood glucose with manual injections. Customer's current blood glucose was 196 mg/dl. Troubleshooting found the customer had an air bubble in their tubing. Customer was advised to perform a fixed prime until the air bubble was no longer visible. It was found the customer's insulin was not stored at room temperature. The insulin pump also passed a high pressure test during troubleshooting. The customer was advised to complete a set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-56925.